Event description:
There was one successful discharge of 120j. When attempting a second defibrillator shock at 200j, the unit displayed a 58 or 158 error, and would not charge. Another defibrillator was attained to successfully continue the rescue.